Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after a vibratory alert was delivered. Upon interrogation, it was discovered that the alert was delivered for high right ventricular lead impedance. The lead also exhibited rising capture thresholds. No intervention was performed. The patient was stable.

Event description:
New information reported that the lead was capped and abandoned on (B)(6) 2018 during a pulse generator upgrade procedure.